Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was identified that the image was distorted due to damage to the charge-coupled device (ccd) unit on the videoscope. There was no patient involvement.